Event description:
The customer states that one patient sample generated an initial (B)(6) architect stat troponin-I assay result of 0.169 ug/l on the architect i2000sr analyzer. The customer uses a troponin-I cutoff value of 0.06 ug/ml. The customer did not provide any further patient information. The sample was retested and generated a result 0.001 ug/l. Abbott control materials have been within specifications on all runs. Earlier, the customer noted that the analyzer's stat probe had not been replaced since (B)(6) 2010. Also the message history log of the analyzer showed many wash zone 2 aspiration errors. The customer uses lithium heparin in the collection tubes and double centrifuges all samples. A service call was initiated and the abbott field service engineer (fse) replaced the tubing on probe #1 of wash zone 2. The aforementioned (B)(6) result was generated after the fse visit. A call for service to return was issued. To date, no further information has been provided concerning patient management.

Manufacturer narrative:
(B)(4). The customer was concerned with aspiration and wash zone errors with erratic troponin- I results being generated on the architect i2000sr analyzer. An abbott technical application specialist (tas) reviewed the message history log and found many stat probe obstruction errors and wash zone 2 aspiration errors. The stat probe had not been replaced since (B)(4) 2010. A review of customer maintenance logs revealed that the last maintenance documentation was made in (B)(4) 2010. The tas suggested the customer replace the stat probe. Abbott field service (fsr) was requested to replace the probe, check the instrument and optimize instrument performance. The fsr replaced the probe tubing on probe #1 on wash zone 2. Further instrument evaluation found that the most likely cause of the customer's current issue was a weak drain valve on wash zone 2 vacuum vessel which caused the instrument errors. The fsr replaced both wash zone 2 vacuum vessel valves, and the wash zone 2 probe tube sensor. Leaking wash zone manifolds were also replaced. Wash zone aspiration tests passed and controls were within range and the system was performing within specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108) january, 2010 and the architect stat troponin-I package insert ((B)(4)) both contain information to address the customer's current issue. Review of complaint tracking and trending; field service intervention.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.